Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that there was something wrong with this device. Caller said they would go from setting to setting and didn't think the ins was accomplishing much. Caller said they think one of the wires wasn't in the right place or maybe the wire moved. Caller said they weren't sure if anything was wrong with the device but said they think maybe it's where the wire ended up. Caller said this is why patient had to get a replacement ins. Caller said they first noticed right before patient got the replacement implant in 2019. Documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. This included caller said patient has terrible scoliosis. Caller said patient had a little stroke about 8 years ago and they have to put a patch on patient's back every day for pain (due to scoliosis). Caller said patient was on medication that made them constipated, but got medication to relieve that and then was having issues with that medication. Caller said patient was taking 4 hydrocodone a day but weened them off of those pills and now no longer takes them. Caller said now patient is more alert.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1l8qe serial# implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead . Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-oct-2021, UDI#: (B)(4) date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.